Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2023. On (B)(6) 2023 at 8:30am, it was reported that the patient was sick due to an infection (no mention if it was dexcom related). The patient was throwing up and felt nauseated. They went to the emergency room and did not have a chance to check their bg. When they arrived at the hospital the doctor checked their bg and it was 432 and the cgm was 333 mg/dl. The patient was diagnosed with diabetic ketoacidosis and treated with fluids, anti nausea medications and antibiotics for the infection. The sensor was removed from the patient's body. The patient went home from the hospital the same day around 4:00-5:00pm. At the time of the report, the patient's bg was elevated but was decreasing. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.